Event description:
A biomedical engineer reported that the surgeon noted the system was occluding "when he felt that it should not", during a cataract with intraocular lens implant procedure. Following a delay of approximately five minutes, the case was completed with an alternate cassette and handpiece. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).